Event description:
It was reported that a 7.5mm shil cuffed trach cannula experienced a cuff inflation/deflation issue and had a hole in the cuff. The issue was discovered in the or when the surgeon was placing the trach. The product was replaced by a medtronic product. There was no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.